Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovering from the peritonitis event, hospitalization was ongoing, and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.